Event description:
It was reported that this inflatable penile prosthesis was not inflating properly. A surgical procedure was performed, during which it was noted that the top silicone layer had eroded. All components were removed and replaced. There were no patient complications.